Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -17.5 diopter, in the patient's right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2015 due to lens opacity (anterior subcapsular). The reporter indicated there was adhesion and degeneration of the iris.

Manufacturer narrative:
Additional information: on (B)(6) 2016, the patient's uncorrected visual acuity (ucva) was 20/400. Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens optic torn/split, lens haptic torn/broken/bent/deformed, and the lens having foreign material on lens surface (not possible to specify). Work order search: no similar complaints were reported for units within the same lot. PMA 510(k): this product is not marketed in the u.s. (B)(4).